Event description:
Information was received indicating that this syringe infusion pump failed a motor drive test. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis. The customer's reported problem was "fails motor drive test at 16-17lbs. (It was a motor rate error)". Inspection of the pump's event log revealed motor rate error. Visual examination found deep scratches on the keypad. Motor rate error was found during occlusion testing. What caused the reported problem is a combination of the old blue worm gear, old style motor bracket, and worm coupling does not operate as intended. Who caused the reported problem was attributed to normal wear.

Event description:
Additional information: the product fault did not occur while in use with a patient. The product issue did not cause or contribute to a patient or clinical injury.